Event description:
It was reported that the pump was not delivering insulin properly. Reportedly, the customer was hospitalized; details and nature of hospitalization were not provided. The customer declined to provide further information regarding the event.